Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the internal wire at the dented section of the cable has been damaged, which could have contributed to the reported failure. The damage observed on the cable was most likely due to mishandling of the device. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿"this product is a precision device; handle it with care. Avoid rough or violent handling, which may cause equipment damage." (Page 1); "after each use or prior to cleaning and sterilizing, carefully inspect the transducer and cable for tears, cracks, or other signs of damage. Do not use a shockpulse-se system that fails to meet the criteria stated in the labeling or that has been damaged. Otherwise, injury to the patient, personnel and/or an adverse effect on the procedure could result." (Page 3); and "it is always recommended that a spare transducer and probe assembly be available." (Page 20)¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
The customer reported that his olympus shockpulse lithotripsy transducer was displaying an error code during procedure preparation. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. During testing, the transducer was not activating when it was pressed into high or standard power model and the displaying was showing an error. Additionally, the cable insulation was found damaged. If additional information becomes available following the device evaluation, a supplemental report will be filed.